Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A coil, introducer sheath and delivery wire were returned. Angiodynamics catheter was returned. The coil was found inside the angiodynamics catheter. The coil was removed without issues and was found the interlocking arm detached from coil. The twistlock was found open. The delivery wire was visually inspected and no damage noted. The zap tip shape and surface of the coil and delivery wire were microscopically inspected and no damage noted. The interlocking arm of the delivery wire was microscopically inspected and no damage noted. The interlocking arm of the coil was microscopically inspected and it was found detached and not returned. The delivery wire dimensions and coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu instructions were not followed since dfu indicates as precautions: do not attempt to use the interlock - 35 fibered idc occlusion system with a soft-walled delivery catheter, such as the terumo glidecath¿ catheter or angiodynamics soft-vu® catheter. The interlock - 35 fibered idc occlusion system will encounter significant resistance when advancement through a softwalled delivery catheter is attempted. The recommended catheter for the .035 interlock 2d 3mm x 4cm is a imager¿ ii selective diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the coil detached prematurely inside the catheter. The target lesion was located in the moderately tortuous right arm vein off fistula. A 6mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil detached prematurely inside the non-bsc catheter. The coil was removed from the patient's body together with the catheter. The procedure was completed using different coils. No patient complications were reported and the patient's status was fine. However, device analysis revealed the interlocking arm was found detached from the coil.